Event description:
It was reported that the patient never had therapeutic effect. It was noted that the patient's implantable neurostimulator (ins) was off because it caused "speech problems, weakness and balance issues." It was further noted that the patient had a scheduled appointment for an MRI to see if the leads were positioned correctly. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3387s-40 lot# v878980, implanted: 2012 (B)(6), product type lead product ID, 3387s-40 lot# v878980, implanted: 2012 (B)(6), product type lead. (B)(4).